Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Please retract MDR 2938836-2016-18941. There is no complaint of a prophylactical removal against the ICD. The ICD was explanted for normal eri.